Event description:
It was reported that upon interrogation of the pulse generator, it exhibited inapproriate measured data. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.